Event description:
During product service by a service technician, a flogard infusion pump was found to have experienced the f-66 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event identified during preventative maintenance. The device was visually inspected and functionally tested. A review of the alarm log identified an occurrence of the f-66 alarm. The cause of the f-66 alarm was determined to be an inoperative central processing unit (cpu) board. The device was exchanged. Should additional relevant information become available, a supplemental report will be submitted.